Event description:
It was reported that when performing an infusion of medical fluid, the customer noticed the water level of the circulation water in the tank was raised, which made the water overflow from it. Since they thought a staff member excessively added extra circulation water to the tank, they dealt with it by wiping some overflown water. Then when they performed transfusion of blood, they noticed blood was mixed up in the water tank. As far as they knew, there was no fact that the product was pressurized from the start of use. No medical or surgical intervention was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4)as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and two pictures were received for evaluation. Visual and functional testing were performed. During the inspection of the pictures we can see a hole in the lumen. The sample consisted of the product was received inside a plastic bag without its original packaging. It was noticed that there was a hole in the lumen. During functional testing, the sample was tested using water. The reported complaint was confirmed; a leak was detected on the lumen. The most probable root cause is defective material was delivered from the supplier. A quality alert was generated to ensure that production personnel detect any damage on the product. Production personnel was trained in this alert. Also, there was retraining for production personnel to reinforce the detection and awareness.